Event description:
The manufacturer received information alleging a ventilator was alarming and required service. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device, a "ventilator inoperative" code was found in the ventilator's downloaded error log. Based on the error code, it was determined that this type of issue occurs when the ventilator's air inlet is obstructed. The event only occurred once, and was corrected upon reboot of the device. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).